Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the castle tabs on the locking screwdriver broke off during use on a screw.

Manufacturer narrative:
The complaint description states that during insertion of the posterior screw (24mm locking screw) into the metaglene (std cementless), one of the locking tabs from the screw snapped off the screw, as well as one of the castle tabs on the locking screwdriver (2307-92-003). The screwdriver associated to the complaint was returned for analysis. The breakage of the metal tip is confirmed on the returned product. The screw was not returned. The DHR performed for both product did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 4 other similar complaints were reported for the affected product codes and lots combinations (B)(4). Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in dva-108162-qrb. Mdd CAPA-(B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the screwdriver breakage is related to product design. The root cause of the screw breakage could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.